Event description:
It was reported that an unexpected receiver shutdown occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and failed. The log was downloaded and reviewed finding error related to complaint. The allegation was confirmed. The probable cause was determined to be receiver, defective usb wake up. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(4). H2: correction. MFR (3004753838-2024-217186) was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.